Manufacturer narrative:
The cable assy bi30000443 mvs interface was returned for analysis. Analysis confirmed the complaint. The mvs cable interface was bench tested by using cable validator nt900. The cable failed the continuity test due to open connection between lemo port #6 and j8 connector #12. Passed gbit and 100t test. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):author/date/subject/note: (B)(6) / 2019-01-30 / auto created from work order (B)(4) / status updated from in process to completed date completed updated from null to 2019-01-30 mechanical tests updated from null to fail mechanical tests failure updated from null to other mechanical tests summary of failure(s) updated from null to intermittent charge to ias due to loose connection within mvs interface connector plug is mechanical tests failure resolved? Updated from null to yes imaging modalities updated from null to pass visually inspected parts prior to install updated from null to pass cable grade updated from null to a contact updated from null to wade walker system inspection updated from null to pass does the system perform as intended? Updated from null to no were hardware parts replaced? Updated from null to yes action/resolution updated from null to replaced mvs interface cable. System checkout performed. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed intermittent charge to ias due to loose connection within mvs interface connector plug. The imaging system then passed the system checkout and was found to be fully functional. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility via a field service engineer regarding an imaging device being used outside of surgery. It was reported that the system was intermittently charging. The umbilical was damaged, so depending on how it was laying the image acquisition system would or would not charge. There was no patient involvement.